Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 594-595 mg/dl resulting in a visit to the emergency room (ER). Suspected cause of high bg was due to the pump not delivering insulin; however, this could not be confirmed at the time of the report. The customer was treated with intravenous saline and insulin which resolved the issue. The customer was released from the ER with the issue resolved. Customer declined to provide additional information pertaining to the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.